Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg site opened. As a result, the ipg was explanted on (B)(6)2019. The patient was fine post-op.